Event description:
The surgeon was pushing implant through when the end of the tip broke off. The implant was removed from the patient and discarded. Another implant was used and the procedure continued. There was no harm to the patient as a result of this incident.